Event description:
As reported by the (B)(4) study, a patient experienced periprocedural mi post index procedure based on the received adjudication minutes. The patient had undergone pci nine days earlier of the non target vessel. At the time of the index procedure, the angiography revealed 95% stenosis in the 1st diagonal branch. The indication for the procedure was unstable angina. The lesion was de novo, heavily calcified with a 95% stenosis. The lesion was pre-dilated and a cypher ((B)(4)/ lot 15226580) stent was deployed at 12 atmospheres. The stenting was successful. The stent was not post-dilated. The procedure was successfully completed. As per the crf, it was reported that the ck-mb was 6.5 (5.5 unl) and 0.45 (0.08 unl) 6-12 hours post index procedure; and the ck-mb was 6.6 and the troponin I was 0.53 at 16-24 hours post index procedure. The ECG core lab reported no major st-t abnormalities and no new q waves, but the committee agreed with the coding of arc (peri-procedural pci).

Manufacturer narrative:
Concomitant medications at the time of mi included ace inhibitors, altace, aspirin, beta blocking agents, bivalirudin, plavix, coreg, and lasix. Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) female with medical history including pca pci (B)(6) 2010, dyslipidemia, hypertension, tia 2006, chf and diabetes. The indication for the index procedure was angina. Angiography revealed a 95% stenosis in the 1st diagonal. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Pre-dilation and single stent implantation were successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure the ck was 124, the ckmb was not done and the troponin was <0.03. Peri-procedure the ck was 85, the ckmb was 3.3 and troponin was <0.02. Post-procedure the ck was 95, the ckmb was 6.5 and the troponin was 0.45. The next set of enzymes revealed a ck of 150, a ckmb was 6.6 and troponin of 0.53. The ECG core lab reported no new major st-t abnormalities and no new q waves. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The patient was discharged two days after the procedure on dual anti-platelet therapy. Approximately one year later ((B)(6) 2011) the patient was admitted with angina. Two sets of cardiac enzymes were negative and there were no ECG changes noted. Angiography revealed the 1st diagonal stent to be patent. A 90% stenosis of the proximal lcx with thrombus was noted. A total of three stents were implanted to treat the lesion and an edge dissection. Post procedure the ck was 141, the ckmb was 2.3 and the troponin was 3.5. Later, the ck was 117, the ckmb was not performed and the troponin was 3.49. The following day the ck was 95, and the troponin was 2.93, the ckmb was not tested. The ECG core lab report is not available. The patient was discharged on dual anti-platelet therapy. The events of this hospitalization have been captured as non-complaint. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15226580 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.